Event description:
It was reported that a burr detachment occurred. The target lesion was located in the severely calcified proximal left circumflex artery. A 1.75mm rotalink plus was used to treat the target lesion with rotational atherectomy. Several ablations were performed. After withdrawal from the patient, it was noted that the distal burr was separated from the device. The detached burr was removed with the rotawire. The procedure was continued with balloon angioplasty and deployment of a stent in the target lesion. There were no further patient complications reported and the patient's status is good.

Event description:
It was reported that a burr detachment occurred. The target lesion was located in the severely calcified proximal left circumflex artery. A 1.75mm rotalink plus was used to treat the target lesion with rotational atherectomy. Several ablations were performed. After withdrawal from the patient, it was noted that the distal burr was separated from the device. The detached burr was removed with the rotawire. The procedure was continued with balloon angioplasty and deployment of a stent in the target lesion. There were no further patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned connected together. A guidewire was returned inserted in the plus unit and could not be removed from the device. It was noted that the burr of the catheter unit was detached from the catheter and remained on the guidewire. The burr was microscopically examined. No issues were noted with the annulus of the burr. The burr was confirmed to be detached and moving freely on the guidewire and a section of residual coil was notable in the distal burr. No issue was noted with the burr. The coil was microscopically examined. It was noted that the distal coil was detached from an the burr and was stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).